Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that, the unit of measurement setting of their freestyle flash blood glucose monitor changed from mg/dl to mmo/l. There was no report of death, serious injury or mistreatment associated with this event.